Event description:
Device issue: dislodged stent requiring intervention. Time of device issue: during the procedure. Adverse event: none. It was reported that during use of the omnilink device through the brachial artery access site in the subclavian artery target lesion, the omni link stent was dislodged while passing through the tight stenosis. The dislodged omnilink stent was removed through a minor surgical procedure. Another omnilink was used to complete the procedure. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: stent dislodgement can be influenced by many factors, including, but not limited to improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, interaction with the lesion, tortuous anatomy, or heavy calcifications. The lot release testing results were reviewed and the sampling met all manufacturing criteria including crimped stent outer diameter and stent securement force. No manufacturing or quality issues were identified. The reported incident did indicate that the stent dislodged while advancing through a tight stenosis suggesting the incident to be procedural related. The dislodged stent was removed by a minor surgical procedure. A review of the finished product's lot history record did not reveal any non-conforming material records associated with this lot. During production, all sds are 100% visually inspected for stent damage and 100% dimensionally inspected for the crimped stent outer diameter. Additionally, sample units from each lot is destructively tested prior to release to verify stent securement force.